Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test or low battery alarm due to display anomaly. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube) and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was automatically turn off. Customer stated that they had replaced battery every 6 hours and pump had blank display. Customer reported low battery alarm and short battery life. Insulin pump did not alarm with replace battery or replace battery now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.